Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and did not wear a mask." On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010 the patient began remedial therapy with vancomycin (1 gm, loading dose repeat after 5 days), fortum (1gm, daily), amikacin (250mg, loading dose) and amikacin (125mg, daily). Pd therapy was ongoing as well as remedial therapy with fortum and amikacin. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.